Event description:
It was reported that during a percutaneous transluminal coronary anpioplasty/stent procedure resistance was encountered while attempting to place a stent and the delivery system was removed as a unit. Upon inspection after removal it was noted that the stent had become separated and was located in the subcutaneous tissue at the arterial access site. The stent was retrieved during a cutdown procedure. The patient reportedly tolerated the procedure well.